Manufacturer narrative:
Follow-up # 1 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was not powering on when she was trying to test. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at approximately 12 (unknown if am or pm). It is unknown what medications the patient takes to manage her diabetes. The patient did not report making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing no symptoms on the day of the alleged issue. The patient reported on (B)(6) 2014 at approximately 12, she had an increased dose of insulin as treatment. The patient reported her blood glucose was not measured using another device. At the time of troubleshooting, the patient was found to be using the correct test strips. When the power button was pressed, the meter turned on. The cca determined it was the first time the meter had been used and there was no misuse of the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.